Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Upon review, baseline fluctuations due to myopotentials were noted. Programming changes were made. Subsequent follow up noted no further noise. Patient condition was good.